Event description:
Information received by medtronic stated that the cracked in battery side compartment. No harm was required during medical intervention. The device was returned for analysis.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the ngp 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. S/w ver. 4.11d. Retainer ring = black. Case type = ngp. On (B)(6) 2020 the customer reported a crack in the case on the back of the battery compartment. Inserted a test p-cap into the retainer ring, and it locked in place properly. Pump passed the displacement test. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the corner of the left belt clip rail, faded serial number label, cracked middle (enter) keypad button, scratched keypad overlay, keypad overlay texture damage, scratched case. After battery installation, a blank display was noted. Unable to perform the displacement test due to the blank display. The case was cut open. After visual inspection, the pcba1 j7 aa battery connector popped out of its socket. Did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the unit. After plugging the pcba1 j7 aa battery connector back into its socket, the unit was able to boot up normally. The software version was then able to be obtained. In summary, the customer¿s report of a crack in the case was confirmed during visual inspection. The blank display is due to the unplugged aa battery connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.